Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2016 the reporter was notified by the physician that in (B)(6) 2015 she explanted the patient's pump due to infection for the patient's pump managing physician. The catheter was also explanted. The patient status was reported as "alive - no injury." Additional information was received on (B)(6) 2016 from the pump managing physician and it was reported that the patient had an emergency removal of the pump device set on (B)(6) 2015 due to infection. The drug in the pump, the patient's other medications, the cause of the infection, and diagnostics performed were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the patient's pump was replaced on (B)(6) 2015, the catheter was patent, so it was kept and connected to the new pump on (B)(6) 2015, which was a competitor's pump. She stated that patient's new pump was removed due to a pocket infection on (B)(6) 2015. The dose and concentration of the morphine were 20 mg/ml at 5.608 mg/day, at the time of the removal (B)(6) 2015. As this event was determined to be associated with a competing manufacturer no further supplemental reports will be submitted for this event.